Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced bradycardia and atrioventricular block. It was noted that the right ventricular (rv) lead exhibited loss of capture. Lead fracture was suspected. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced bradycardia and atrioventricular block. It was noted that the right ventricular (rv) le ad exhibited loss of capture. Lead fracture was suspected. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.